Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 18 mg/dl and 21 mg/dl. Customer states they have been experiencing low blood glucose readings for 3 weeks. The customer stated they became unresponsive from their low blood glucose. The customer stated ems was dispatched, was admitted to the ER, and was hospitalized on (B)(6) 2020. While hospitalized, the customer was treated via IV insulin drip. Customer has been using insulin pump system within 48 hours of reported low blood glucose. The customer¿s last blood glucose reading was 250 mg/dl. The insulin pump will not be returned for analysis.